Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17556. It was reported the pt has not used/charged her scs system in several months. An sjm rep confirmed no communication with the scs ipg using external devices. Subsequently, surgical intervention will be taken at a later date to address the issue. Additionally, it was reported the pt is consulting with the physician regarding an additional scs lead being added to the current system.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.